Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on an unknown date, a 12-year-old female child patient's infusion set's tubing detached from the connector prior to insertion when package was first opened. The patient's blood glucose level was 165 mg/dl at the time of the event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.